Event description:
The reporter stated that the tubing attached to the flush was broken. No patient injury or treatment as a result of the event.

Manufacturer narrative:
One unit was returned for evaluation with the tubing broken at the connection to the stopcock. The breakage is related to excess solvent being applied during the assembly process. This product was manufactured in the facility and has since been transfered to another facility. The device history record was reviewed and found to be acceptable. Review of the complaint database for the previous 12 months indicates that this is the second reported issue for this issue on this product code. Medex is able to confirm and determine the cause. No additional action necessary at this time. Medex considers this MDR closed with this report.